Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.5ml 0.30mm (30g) x 8mm various aspects of the labelling information were missing. There was no report of patient impact. The following information was provided by the initial reporter: no vendor lot & no expiry date.

Manufacturer narrative:
H6: investigation summary: a complaint lot history check was performed on lot # 1172445 for incorrect/missing information (lot #). This is the 1st. Related complaint for incorrect/missing information (lot #) on lot #1172445. Customer returned several of images of shelf cartons for 0.5ml, 30 gauge, 8mm syringes from lot 1772445. The shelf cartons shown feature a scuffed region and several crumpled areas. Additionally, one shelf carton is missing the printed lot and manufacturing information. A review of the device history record was completed for batch #1172445. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of missing manufacturing information. A definitive root cause cannot be determined.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.5ml 0.30mm (30g) x 8mm various aspects of the labelling information were missing. There was no report of patient impact. The following information was provided by the initial reporter: no vendor lot & no expiry date.